Event description:
It was reported by service report that the power cord was not grounded. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: the ground prong was broken off of the power cord.